Manufacturer narrative:
Evaluation summary it was caused due to the insertion flexible tube (ift) worn out. In addition, we confirmed that the image guide fiber bundle (cfb) improper, and the u/d knob adjustment; however, these are not related to the alleged complaint. Repair parts replaced in this complaint. Insertion flexible tube (ift) due to worn out. Image guide fiber bundle (cfb) due to improper. U/d knob due to adjustment. This report is being filed as part of the pentax backlog management plan.

Event description:
The ift is hardened between 10 and 16cm this event occurred at the time of before use there was no report of patient harm.